Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock lead impedance measurements, measuring at 132 ohms. Technical services (ts) reviewed and stated that it could be lead integrity issue and consider increasing the upper limit for the shock impedance and continue monitoring. This rv lead remains in service. No adverse patient effects were reported.